Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The poor image resolution was an outcome of procedural circumstances/operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, it was reported that it was difficult to visualize the leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. After a good grasp, the clip was deployed. However, after a few minutes, a single leaflet device attachment (slda) was noted. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The physician mentioned it could have occurred due to the leaflets being very thin. A second clip was used to stabilize the clip. Two clips implanted reducing mr to 3-4. No additional information was provided.